Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer was given instructions by technical support on how to reset pump, and later customer¿s mother confirmed that reset had been completed and issue was resolved.